Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient went into septic shock and required oxygen and increased vasopressor support. The patient was treated with broad spectrum antibiotics, intravenous heparin, and was intubated. The patient also had elevated lactate dehydrogenase (ldh) at 1,088 u/l on (B)(6) 2020, but it continued to decrease and then spike back up causing concern for pump thrombosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed elevations in power and estimated flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the reported events (elevated ldh, concern for pump thrombosis, septic shock, multi organ failure, patient outcome), log file findings, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The beginning of the submitted log files appear to show data from manufacturing and capture the initialization of pump support from this new system controller on (B)(6) 2020 (the patient¿s most recent implant date). The file contains relevant data from (B)(6) 2020 at 07:21pm through (B)(6) 2020 at 08:02am. Multiple power elevations over 9 w were captured on (B)(6) 2020, reaching a maximum of 12.4 w at 06:21pm. Estimated flow was also elevated during these events, ranging from 11.0-12.0 lpm. Additional elevations in power and estimated flow were captured briefly on (B)(6) 2020. The majority of these events appeared to be associated with pi events. The pump speed did not drop below the low speed limit and no atypical alarms were captured after support was initialized from this system controller. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24oct2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists hemolysis, thrombosis, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document. Section 6 outlines the recommended anticoagulation therapy and inr range. This section outlines indications of pump thrombosis as well as how to respond to such events. Section 1 of this IFU provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 4 explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is also currently available. Care instructions in regards to preventing infection are also outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient passed away on (B)(6) 2020 due to hypovolemic shock. A right ventricle (rv) tear during pump exchange that led to hypovolemic shock. The death was not considered to be device or therapy related. An autopsy was not performed.

Event description:
Pump thrombus was not determined, although echo report showed multiple turbulent velocities. The patient expired due to multi-organ failure on (B)(6) 2020. The death was not considered device related. The device operated as expected and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24oct2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. Analysis of the submitted log files confirmed elevations in power and estimated flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the reported events (elevated ldh, concern for pump thrombosis, septic shock, multi organ failure, patient outcome), log file findings, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The beginning of the submitted log files appear to show data from manufacturing, and capture the initialization of pump support from this new system controller on (B)(6) 2020 (the patient¿s most recent implant date). The file contains relevant data from (B)(6) 2020 at 07:21pm through (B)(6) 2020 at 08:02am. Multiple power elevations over 9 w were captured on (B)(6) 2020, reaching a maximum of 12.4 w at 06:21pm. Estimated flow was also elevated during these events, ranging from 11.0-12.0 lpm. Additional elevations in power and estimated flow were captured briefly on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The majority of these events appeared to be associated with pi events. The pump speed did not drop below the low speed limit and no atypical alarms were captured after support was initialized from this system controller. The center reported that the patient was status post hm2 pump exchange and experienced elevations in power and flow with an ldh of 1088 u/l on (B)(6) 2020. The previous pump exchange is investigated under manufacturer report number 2916596-2020-01224. No alarms were reported for this event. The patient received a heparin IV and repeat ldh trended down to 297 u/l then spiked another 100 u/l. A tte and tee were performed and no thrombus was seen, but it was reportedly a poor and difficult study. A cause for the elevated pump power was not identified. Turbulent velocities were noted. Concern for pump thrombosis was reported but not determined. It was also reported that the patient was in septic shock that required increased pressor support and high oxygen requirements. The source of the infection that caused the septic shock was not known. The patient was treated with broad spectrum antibiotics and intubated. The patient ultimately expired due to multi organ failure on (B)(6) 2020. The expiration was not considered to be device related. The device reportedly operated as expected. It was reported that heartmate ii lvas, serial number (B)(6) was discarded after the patient outcome. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hemolysis, thrombosis, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document. Section 6 outlines the recommended anticoagulation therapy and inr range. This section outlines indications of pump thrombosis as well as how to respond to such events. Section 1 of this IFU provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 4 explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is also currently available. Care instructions in regards to preventing infection are also outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.